Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors on the lead when the patient presented in the operating room for a scheduled generator replacement surgery. The patient was asymptomatic. The lead was capped and replaced. There were no adverse events.